Event description:
It was reported that the insulin pump has a frozen screen. Customer has changed the batteries. Customer cannot read the lcd screen. Customer stated that the buttons are unresponsive and the screen is totally blank. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received in with a cracked and bleeding lcd. The device was also received with a constant tone due to a loose and broken component on the interface board and motherboard. Unable to confirm the blank or frozen display due to the broken lcd. A dent around the case was also noted.